Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, granuloma, seroma-late, silicone migration are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, granuloma, seroma-late, silicone migration.

Event description:
Patient reported left side "I don't want to wait until I have cancer to make my warranty valid, I need to withdraw it now¿, "inflammation¿, ¿pain and inflammation in the left breast due to grade IV contracture and deformation¿, "folds¿, "laminar peripheral fluid¿, "posterior gray shadow secondary to silicone infiltration¿, ¿axillary nodes with silicone migration¿, "siliconomas¿,"benign bilateral calcifications¿. Device remains implanted.